Manufacturer narrative:
Method: device history review; results: the device was not returned for evaluation, no inspections or testing can be performed to aid in root cause determination. Tulip disengagement can be caused by a number of contributing factors including over-tightening during final tightening, excess load due to non-union, and high screw angulation. The sales rep did confirm that the revision surgery was being performed due to non-union. Conclusion: however, without the device, the root cause of the reported event cannot be determined conclusively.

Event description:
It was reported that the patient underwent revision fusion l5-s1. Surgeon reported that tulip of screw had separated from the screw. Patient had two previous surgeries with xia 2 in 2007 and 2010. Surgeon revised the hardware.

Event description:
It was reported that the patient underwent revision fusion l5-s1. Surgeon reported that tulip of screw had separated from the screw. Patient had two previous surgeries with xia 2 in 2007 and 2010. Surgeon revised the hardware.